Event description:
It was reported that the patient underwent a sling procedure in (B)(6) 2004. In (B)(6) 2005, the patient had a procedure during which the american medical systems monarc subfascial hammock and perigee prolapse repair system mesh products were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures, including excision of the sling, monarc and perigee system vaginal meshes between (B)(6) 2004 and (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt underwent an obturator sling procedure and vaginal hysterectomy on (B)(6) 2004. On (B)(6) 2005, the pt had a procedure during which the american medical systems monarc subfascial hammock and perigee prolapse repair system mesh products were implanted to treat cystocele and total incontinence. The pt experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The pt has undergone multiple surgeries and revisionary procedures, including excision of the sling, monarc and perigee system vaginal meshes between (B)(6) 2004 and (B)(6) 2010. The mesh was removed on (B)(6) 2004, (B)(6) 2005 and in (B)(6) 2008, due to pain, incontinence, vaginal scarring, leg pain obturator nerve damage and painful urination. No additional info was provided.

Manufacturer narrative:
(B)(4).

Event description:
The pt received various types of treatments from (B)(6) 2004 to (B)(6) 2011 for pelvic pain.